Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due lead fracture. This rv was replaced with the different model. No additional adverse patient effects were reported.